Event description:
On (B)(6) 2013, the reporter stated that during a nerve block procedure in lower back with a 27 x 1 1/4 needle, the needle broke. The needle was verified by x-ray but unable to remove. On (B)(6) 2013, the patient was transferred to a hospital. The needle was removed. On an unknown date, the patient was prescribed antibiotics for 10 days.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete the information will be sent as supplemental. Device history review was conducted and no anomalies noted. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 3060072.